Event description:
The dentist reported that after 1 month that the dental implant was installed in patient's intraoral region #3 it was verified its non osseointegration. Immediate load was not performed. Patient presented low bone quality (bone type IV) and bone graft was executed.